Event description:
It was reported that patient's lead had migrated. As a result, patient underwent surgical intervention on (B)(6) 2019 to explant and replace the lead. Effective therapy was restored postoperatively.